Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: rod breakage due to l5/s pseudoarthrosis procedure: replacement of pedicle screw and rod levels: l3-s2 it was reported that on an unknown date, post-op, the rod broke between l5 and sacrum due to pseudoarthrosis. The patient underwent revision surgery to replace the screw and rod. No fragments of the devices remained inside the patient. No patient complications were reported post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.